Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had a hole in the hose. During in-house engineering evaluation, it was determined that the device had a hole in the hose near the muffler, the housing/swivel failed loctite assessment, the rotational speed was below the minimum rotations per minute (rpm) at 90 psi and the vanes were worn. The device also failed rotational speed and hose verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.